Event description:
The clinician reported nearly 5 months after the dental implant was placed in ada site 23 in the patient's mouth, the implant did not achieve osseointegration in type I bone. The implant was torqued manually to 60 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.